Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-83 on the integrated electrosurgical unit erbe. The error occurred towards the end of the case and the customer opted not to troubleshoot. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer stated that they had replaced the energy cable and rebooted the erbe generator but the issue remained. The customer replaced the erbe with a coviden force triad to continue the case.